Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : according to the information received, it was reported that during a shoulder arthroscopy, a premiere90 electrode did not have suction when it was hooked up. No visual damages in the device were detected, saline residues were observed in the suction tube, sings of activation on the tip can be observed. Due to the failure reported is related to suction, the device will be sent to supplier for further evaluation. Supplier evaluation result for vapr coolpulse90 electrode: device was not returned in the original packaging, the active tip is in a used condition, there is visible tissue debris in the tip suction path, no residue can be seen in the suction tubing. The electrical test was performed with the different parameter (active continuity, return continuity, primary capacitance, and hipot active return), as a result all parameters passed. During functional test, were included different values as generator connection display, generator default values, minimum settings available, maximum settings available, available waveforms, flow rate test and activation test, as result, the flow test and flow rate post-activation were fail. Further investigation: a positive pressure test was performed on the device in an attempt to free the blockage. A combination of positive pressure and vacuum could not remove the blockage. A thin gauge wire was inserted into the suction path to locate the blockage. The blockage was located at the proximal end of the active suction tube, approx. 15mm inside. The blockage was caused by uv glue migrating into the suction path. Supplier summary: the customer¿s claim of the device not having suction was substantiated. The investigation discovered that the proximal end of the active suction tube was blocked by uv glue. From our investigation we were able to confirm the reported suction failure with the returned complaint device. The complaint failure mode seen has been caused by uv glue within the active suction tube and consistent with other complaint devices investigated under CAPA. Further investigation into this failure is being conducted under a CAPA with process improvements under review. As this failure mode is still currently under investigation this complaint will be added to the scope of the CAPA. No DHR review has been performed as the end user did not advise the complaint device lot number. Depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). The lot number was unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a shoulder arthroscopy procedure on (B)(6) 2020, it was observed that a vapr premiere 90 electrode -ea device did not have suction when it was hooked up. The wand was replaced and everything functioned fine. They opened another device to complete procedure with a surgical delay of less than five minutes. There were no patient consequences reported. No additional information was provided.